Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, capture could not be obtained. Lead values were normal through external testing. The device was removed from the pocket and a replacement device was successfully implanted.